Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The down arrow reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding intermittently. There was no physical damage on the keypad. The keypad was removed and there was contamination found under all the button contacts. Unrelated to the original issue, it was noted that when the pump was powered on, the display appeared to be dim and discolored. There was moisture observed in the battery compartment and a leak test was performed and failed indicating a battery compartment leak. It was observed that the battery compartment was cracked. The pump was opened and there was no moisture found. The threads on the battery cap were stripped and unable to be secured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.